Manufacturer narrative:
Device evaluated by MFR: a photo was provided from the healthcare facility. It is not possible to observe the reported issues. However, the guidewire and torquer device were later returned for analysis. Also, a part of the original box was returned, and the pouch information matches with the complaint information. Visual examination showed the guidewire was bent and stretched at the distal tip section. Moreover, the tip section was detached. Based on analysis of the returned product, the reported allegations were confirmed, due the device condition.

Event description:
It was reported that the tip broke off inside the patient and was left unretrieved. The target lesion was located in the mildly tortuous thoracic duct. A 180x25cm fathom -16 guidewire was selected for use. During the procedure, it was noted that the guidewire was entrapped within the anatomy. Consequently, while trying to access a different part of the lymph system, the tip of the fathom broke off. The physician tried to retrieve the broken guidewire, but it was left unretrieved. The procedure was completed with another of the same device. The vessel is embolized and there is no harm to the patient.

Event description:
It was reported that the tip broke off inside the patient and was left unretrieved. The target lesion was located in the mildly tortuous thoracic duct. A 180x25cm fathom -16 guidewire was selected for use. During the procedure, it was noted that the guidewire was entrapped within the anatomy. Consequently, while trying to access a different part of the lymph system, the tip of the fathom broke off. The physician tried to retrieve the broken guidewire, but it was left unretrieved. The procedure was completed with another of the same device. The vessel is embolized and there is no harm to the patient.

Manufacturer narrative:
Device eval by MFR: the device was not returned. However, a photo was provided from the healthcare facility. It is not possible to observe the reported issues. Based on media analysis, the reported allegations could not be confirmed due to lack of objective.

Event description:
It was reported that the tip broke off inside the patient and was left unretrieved. The target lesion was located in the mildly tortuous thoracic duct. A 180x25cm fathom -16 guidewire was selected for use. During the procedure, it was noted that the guidewire was entrapped within the anatomy. Consequently, while trying to access a different part of the lymph system, the tip of the fathom broke off. The physician tried to retrieve the broken guidewire, but it was left unretrieved. The procedure was completed with another of the same device. The vessel is embolized and there is no harm to the patient.